Event description:
As reported by the user facility: description of defect: patient had blood infusing on a pump with blood tubing as secondary, this set above was primary with nss attached. Nurse entered room to assist patient and noted that the patient's sheets were wet with saline which was blood tinged. Patient's blood had finished not long prior and the nss was flushing the line as indicated. Patient had received all of blood infusion and nearly all of the remaining blood from the tubing as well. The tubing broke/snapped at a plastic connection on the line causing the leak of IV fluids. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample was provided for evaluation. Upon visual inspection of the returned sample, the tip of the backcheck valve was broken inside the caresite. The reported concern was unable to be confirmed to be a manufacturing defect. Although an exact root cause was unable to the determined, the most probable cause is due to increased force against the rigid-to-rigid joint. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.